Manufacturer narrative:
Results of investigation: the 3100a ddi board was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. The root cause of the reported issue could not be identified as there was no failure detected.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the device for evaluation.

Event description:
It was reported that while orientating the respiratory therapist on a 3100a ventilator the piston centering display was out of specifications. Customer reported the piston centering would be present and then would disappear intermittently. The piston driver would not respond to start/stop button and took several attempts. The customer reported no patient involvement associated with this event.